Event description:
As reported by an edwards lifesciences field clinical specialist, a patient is being assessed for an aortic valve in valve procedure approximately 7 years and 10 months post implant of a 29mm sapien xt valve. Failure mode is reported as aortic stenosis. Per transesophageal echocardiogram, aortic valve area is 0.4 mm. The leaflets of the sapien xt valve are heavily calcified. Per proctor review of images, it was also noted that the valve appeared under-expanded with calcified leaflets. Additional details are unknown at this time.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691-2023-15340. A supplemental MDR is being submitted for correction and additional information based on additional information received through investigation. The following sections of this report have been updated: corrected b3, additional information added to b5, additional information added to b7, corrected h6 health effect clinical code. No further action is required.

Event description:
A valve in valve procedure has been planned, but the date of intervention is unknown.